Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited an error message of connected to a not fit endoscope. The event had occurred during diagnostic gastrointestinal examination procedure. The procedure was completed using similar device. There were no reports of patient harm.